Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, pt came to doctor complaining of pain. X-rays showed that the implant gamma nail had broken at the point where lag screw is inserted.